Manufacturer narrative:
(B)(4). The investigation was completed on 12/05/2014. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.00 (false negative) on a patient presented with chest pains. There was no patient information available at the time of this report. Return product is not available for investigation at this time. Method: vitros, result time: 9:34 pm, result: <0.012, sample: a; I-stat, 9:43 pm, 0.16, b; I-stat, 11:42 pm, 0.17, c; I-stat, 11:56 pm, 0.00, unk. There were no injuries reported with this event. The investigation is underway.

Manufacturer narrative:
(B)(4).

Event description:
N/a.